Event description:
It was reported that this device was found to be exhibiting premature battery depletion over the past year and most recently during a pre surgery follow up. Battery diagnostics data indicates that the power consumption has been steadily increasing over the past year. Technical services (ts) has recommended device replacement. Currently evidence suggests that this device remains in service. No adverse patient effects reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was found to be exhibiting premature battery depletion over the past year and most recently during a pre surgery follow up. Battery diagnostics data indicates that the power consumption has been steadily increasing over the past year. Technical services (ts) has recommended device replacement. Currently evidence suggests that this device remains in service. No adverse patient effects reported. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported. Additional information was received that the device revision procedure was completed on (B)(6) 2021. Record has been updated to reflect the change of explant from on (B)(6) 2020 to on (B)(6) 2021. The device will not be returned for analysis. Discarded at facility.

Event description:
It was reported that this device was found to be exhibiting premature battery depletion over the past year and most recently during a pre surgery follow up. Battery diagnostics data indicates that the power consumption has been steadily increasing over the past year. Technical services (ts) has recommended device replacement. Currently evidence suggests that this device remains in service. No adverse patient effects reported. Subsequently, surgical intervention was performed to explant and replace device. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.